Event description:
Pt was scheduled for a bilat. Implant exchange. Upon doing the surgery the left implant was found to be ruptured. The right implant was intact. The pt had had the implants since 1981. Neither the pt nor the explanting surgeon knew who the MFR was. The implanting surgeon was different from the explanting surgeon. The implants were sent for routine pathology with nothing abnormal reporting out. Considers this to be a pt injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.